Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The receiver data log was reviewed. The complaint of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and an error message "call tech support err121" was displaying on screen. The receiver log and functional test could not be performed due to the error message. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Dexcom representative advised patient's mother to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.